Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: opined-the possible causes for the loss of the negative pressure are that the reservoir was filled with air and other or the drain was clogged. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Please clarify, was the quality issue related to the blake drain or the jvac reservoir? It was suspected that the drain is related. Was air leakage detected/confirmed? Unk. If the jvac reservoir presented quality issues, please provide corresponding product code and lot number. Unk. As the lot number for the device involved in the event was not provided, the full UDI is currently not available. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2024 and a drain was used. In the ICU, the negative pressure could not be applied at 3 days after surgery. From the viewpoint of retroinfection, it is preferred for use up to about a week. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.